Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the neurostimulator (ins) had not worked in 2 years. An MRI could not be done; device still implanted. No symptoms reported. No further complications were reported/anticipated.